Manufacturer narrative:
The mvp-5q device will not be returned for evaluation as it was implanted in the patient. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of mvp-5q migration during a procedure. The patient was undergoing embolization of the gastroduodenal artery during a pre-selective internal radiation therapy (sirt) procedure. The artery diameter was 4-4.5mm in diameter. It was reported that after detachment, the mvp-5q migrated a couple of centimeters further forward in the vessel. There was no occlusion of the target area. The plug remains in the patient. Afterward, an additional mvp (mvp-7q) was placed, which successfully embolized the target area. There were no patient symptoms reported in association with this event. It was later reported that the mvp-5q was expired at the time of the procedure. The mvp was owned by the treating facility and not on consignment.

Manufacturer narrative:
Implanted date - additional information. Date manufacturer received - additional information. Type of report - additional information. Follow-up type - additional information. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information: vessel tortuosity was described as moderate. The mvp system was prepared as indicated in the IFU. It was reported that the mvp was unsheathed from the catheter and allowed to sit in the vessel about 30 seconds. The mvp was detached; after detachment, the mvp-5q migrated a couple of centimeters further forward in the vessel. There was no occlusion of the target area. The plug remains in the patient. No attempts were made to retrieve the plug. Afterward, an additional mvp was placed, which successfully embolized the target area.

Manufacturer narrative:
Patient information - additional information. Date of event - additional information. Event description - additional information. Expiration date, lot number - additional information. Date manufacturer received - additional information. Type of report - additional information. Follow-up type - additional information. Device manufacture date - additional information. If information is provided in the future, a supplemental report will be issued.